Event description:
Boston scientific received information that this left ventricular lead was surgically abandoned due to high pacing impedances. The sub clavian area was very tortuous and the lead appeared to be pinched in the suture sleeve. A new lead was successfully implanted. There were no adverse patient effects reported.

Manufacturer narrative:
The lead remains implanted and will not be returned for analysis. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.